Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that the customer received a critical pump error image on the insulin pump's screen. There was a message at the top right corner with an exclamation and a number 40. The customer's blood glucose level at the time of the incident was 200 mg/dl. Troubleshooting was not performed. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.